Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was unable to properly seat the spine clamp and reference frame on the patient; the driver was not seating the screw properly. It was stated that the problem was a result of the threads of the two components being stripped. Replacement instruments were used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement reference frame shipped to site 12/09/2013. Medtronic investigation of returned suspect device finds that the returned reference frame is well worn but in good working condition. The frame attached easily to the returned spine clamp on either side without issue. With markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. Fully functional - did not cause the event.